Event description:
A customer observed repeatable false positive troponin I results on multiple samples taken from one pt. Testing of the same samples on a non-j&j method yielded negative results. Biased results were reported to the physician. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as the result of this event.

Manufacturer narrative:
Investigation summary: the investigation concluded that the analyzer was performing as expected, and that the falsely elevated results were consistent with the presence of heterophilic antibodies in the pt samples. The sample was treated with heterophile blocking tubes and gave significantly lower results than the original. The device labeling lists a limitation of the procedure as "heterophilic antibodies in the serum or plasma of certain individuals are known to cause interference with immunoassays."